Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the maintenance of a 980 ventilator, the ventilator was running with a compressor and the power cord was unplugged and then plugged, and an alarm was generated. The ventilator was not in use on a patient at the time of the reported event.